Event description:
Customer reported low blood glucose symptoms with result of 80 mg/dl obtained on the mobile system. "Afterwards" he tested 30 mg/dl on a non- roche system; customer's colleague treated him with an "emergency shot" and customer was taken to the doctor. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported low blood glucose symptoms with result of 80 mg/dl obtained on the mobile system. "Afterwards" he tested 30 mg/dl on a non- roche system; customer's colleague treated him with an "emergency shot" and customer was taken to the doctor. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips. Customer sent the strips back on (B)(6) 2012 and when the manufacturer called the customer the customer confirmed they were the strips used at the time of the allegation.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer returned the cassette outside of the meter. When a used cassette is inserted into the meter, the meter will skip one test in order to not use the exposed strip as it may no longer meet specifications for testing. Because of this the investigation unit did not feel that there was sufficient product for testing. It has been updated to report that the customer confirmed the alleged lot is one used during the event. It has been updated with the test strip information. It has been updated to include product availability for evaluation. It has been updated to include the manufacture date of the test strips. It has been updated to include product availability for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer confirmed the alleged lot is one used during the event.